Event description:
It was reported that the user experienced repeated alert 38 indicating a motor stall when attempting to rewind the pump; after a guided dry run, the user performed a full supply change with new consumables and successfully resumed insulin delivery. Symptoms included no reported injury, hypoglycemia, hyperglycemia, or other clinical effects. Outcomes included restoration of therapy with no medical intervention or hospitalization. Investigation included user-guided troubleshooting and education, including a successful dry run and replacement of disposable supplies. Investigation of this case revealed that the pump motor functioned normally during the dry run and after supply replacement, indicating a transient obstruction or setup issue consistent with a stalled motor alert related to disposable components rather than a hardware failure. It was concluded, based on previously established findings for similar reports, that the cause was user setup or disposable-related flow resistance leading to a temporary motor stall, resolved with supply replacement and proper priming.

Manufacturer narrative:
Initial.